Manufacturer narrative:
Remove evaluation conclusion code 67, evaluation method code 4114, and evaluation result code 3221.

Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
Reportedly, customer walked into the corner of a counter and the touch screen became shattered. Customer is unable to interact with the pump touch screen to deliver insulin due to the shattered touch screen. Customer reported that pump was not delivering insulin at all after the event. Customer's blood glucose was 256 mg/dl. Reportedly, customer consulted with health care provider regarding backup insulin therapy.